Manufacturer narrative:
E1:name: (B)(6) based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site:3003442380.

Event description:
It was reported that patient experienced high blood glucose and treated with manual injection om (B)(6) 2026 due to infusion set tape did not sticked while being in use.